Event description:
The plaintiff's attorney alleged that the decedent was hospitalized on (B)(6) 2013 for an unspecified reason; then experienced a cardiovascular event and subsequently expired on (B)(6) 2013 after the use of the product.

Manufacturer narrative:
This is one event (unspecified hospitalization) of two events reported for the same pt involving two separate products; associated mdrs #1225714-2013-03826, 03827, 03828, 03829.